Event description:
It was reported via medwatch (B)(4) that tip detachment occurred. A choice guidewire was selected for use in a coronary intervention procedure for a lesion in the left main. The choice guidewire tip separated within the coronary artery. Attempts were made to retrieve the detached tip but were unsuccessful. The interventional cardiologist determined that the detached tip could remain within the coronary vessel without it causing harm to the patient. No further patient complications were reported.